Event description:
Same case as: MDR ID 2134265-2013-02584. It was reported that during a rotational atherectomy treatment procedure, a guide wire tip detachment occurred. The 90% de novo target lesion was located in a severely tortuous and severely calcified unspecified vessel. Ablation was performed at a speed of 160,000 rpm. While advancing the rotablator rotalink burr to the lesion, the burr lodged in the lesion. During removal of the rotalink burr from the lesion, the physician pulled hard on both the burr and the rotawire floppy gold guide wire and the tip of the wire fractured. Another manufacturers .014 guide wire was inserted and the detached segment of the rotawire guide wire was retrieved. The procedure was completed with a different device. No further patient complications were reported and the patient status is fine

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was undetermined. (B)(4).